Manufacturer narrative:
(B)(6). (B)(4). Dysphagia. Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-614 / lot: unknown (x4) part: 876-612 / lot: unknown (x2) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c4-c5 and c5-c6. The following post-operative event was reported: post op visit date-(B)(6) 2007 ae onset date: (B)(6) 2007 ae description: pt. Complained of having some swallowing difficulties. Patient has some minor dysphagia treatment: no description: pt. Was told on 7/23/07 that this is normal and may last for over 2 months post op visit date- (B)(6) 2007 description: pt. Still occasionally experiences some dysphagia post op visit date- (B)(6) 2008 additional treatment: ae was not assessed at this visit will follow up via phone post op visit date- (B)(6) 2008 description: per phone contact on (B)(6) 2008, patient states doctor was asked about dysphagia on (B)(6) 2008 and dr. Stated it could take a long time to resolve. Patient states it is about 50% better than it was on 10-25-07 post op visit date-(B)(6) 2008 additional comments: unchanged since previous visit, only has difficulty when eating breads and pretzels post op visit date- (B)(6) 2009 ae outcome: resolved description: pt denies any symptoms of dysphagia additional comments: pt denies any symptoms of dysphagia